Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that 1 month post implantation of the lens in the right eye, the patient experienced sudden onset of blurry vision and asymmetrical lens vault was identified. A yag was performed at unknown date for observed capsular fibrosis/striae. Reportedly, the patient was put on anti-inflammation medication for 6-8 weeks. No other information is available.

Manufacturer narrative:
No additional information was received. The device was not available to be returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.